Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm e13 or a13 alarm, unexpected restart error alarm, external ram crc error alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had black screen and pump error. Customer's blood glucose value was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.